Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil). The pil technician installed the speaker into a pil standard test bed (stb) to duplicate the reported issue. The speaker was tested, and the failure was confirmed. Pil found that the speaker failed due to open resistance to the voice coil of the speaker. The speaker was confirmed by pil as faulty.

Event description:
Philips received a complaint from the customer on the v60 indicating that the primary alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The reported issue was confirmed at the repair center. Speaker 2 was replaced, and the reported issue was confirmed to be resolved. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.